Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent total knee arthroplasty procedure on (B)(6) 2018 and barbed suture was used. The suture broke when it was pulled during use on the fascia. The suture was caught in the fascia by the barb. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).